Event description:
It was reported that the pt's family felt the pump had not been of benefit; no symptoms were reported. Intrathecal baclofen therapy was gradually weaned over time and the pump was turned off 2007. The pt was maintained on a low dose of oral baclofen. The device system was explanted in 2009 at the time of elective orthopedic surgery. The pt's outcome was no injury.

Manufacturer narrative:
Final pump analysis revealed no anomaly found; normal device function. Final analysis of the returned catheter segments revealed a broken suture ring.